Event description:
The pt underwent endoscopic sinus surgery (septoplasty, outfracture middle turbinates, ethmoidectomy, maxillary antrostomies) in 2001. The surgeon used floseal during this procedure to achieve hemostasis. Rolled gelatin films (stents) were placed in the sinuses and the pt was irrigated before recovery. Tissue was healing well at follow-up eval at post-op day 7. At post-op day 28, there was moderate erythema, swelling and some green drainage. Anti-inflammatory medication (rednisone, nasacort spray) and antibiotics (rocephin, vantin) were prescribed. The problem improved but then recurred 6 weeks post op. Pt underwent re-operation 3 days later, at which time floseal was again used for achieving hemostasis. A culture of the nasal area was taken this same day and tested positive for staphylococcus aureus and fungus. Cipro was prescribed 3 weeks later. Dr reported in 2002 that sinuses were well healed throughout and well mucosalized, with no evidence of crusting or inflammation.